Event description:
For the past few weeks, the pt had discomfort due to the pump position. The pt requested that the pump be removed. In the process of removing the pump, they discovered that the catheter was severed at the connector site. It was noted that this did not happen during the procedure. The catheter was tied off and left in-situ. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver compounded baclofen, dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4). Device have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function. Analysis of the catheter revealed that the catheter had a hole/tear; hole/tear caused by metal pin of pump connector poking through.